Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing ccpd therapy when the cardiac arrest occurred. The pdrn reported the patients¿ cause of death was cardiac arrest, secondary to her significant cardiac comorbid conditions. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (including sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while hooked up to the cycler. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient suffered a cardiac arrest at home during ccpd therapy in the early morning hours of 2/sep/2025. The patient¿s husband had arisen to use the restroom at approximately 2:00 am, and noted his wife was unresponsive. Although many of the specifics are unknown, it appears the patient¿s spouse began performing cardiopulmonary resuscitation (CPR), while the patient¿s son called emergency medical services (ems). Upon arrival, ems assessed the patient (who was still unresponsive) and ems began providing advanced cardiac life support (acls) while transporting the patient to the emergency room. Acls continued for an additional 45 minutes after the patient arrived; however, the patient could not be revived. The patient¿s treatment data from (B)(6) 2025 indicated the treatment stopped in dwell 3, however no treatment alarms were noted. The pdrn stated the primary cause of death was cardiac arrest due to her significant cardiac history (not provided). The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while hooked up to the cycler. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient suffered a cardiac arrest at home during ccpd therapy in the early morning hours of (B)(6) 2025. The patient¿s husband had arisen to use the restroom at approximately 2:00 am, and noted his wife was unresponsive. Although many of the specifics are unknown, it appears the patient¿s spouse began performing cardiopulmonary resuscitation (CPR), while the patient¿s son called emergency medical services (ems). Upon arrival, ems assessed the patient (who was still unresponsive) and ems began providing advanced cardiac life support (acls) while transporting the patient to the emergency room. Acls continued for an additional 45 minutes after the patient arrived; however, the patient could not be revived. The patient¿s treatment data from (B)(6) 2025 indicated the treatment stopped in dwell 3, however no treatment alarms were noted. The pdrn stated the primary cause of death was cardiac arrest due to her significant cardiac history (not provided). The pdrn stated the serious adverse events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Additionally, the pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.